Manufacturer narrative:
Based on information provided, the foreign material alleged to be v.a.c.® dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: keep v.a.c.® therapy on for at least 22 hours in a 24 hour period. Do not leave the v.a.c.® dressing in place if the therapy unit is switched off for more than two hours in 24. Do not tightly pack v.a.c.® dressings into the wound; place dressings gently into the wound. Foam placement: do not place any foam dressing into blind/unexplored tunnels. The v.a.c.®whitefoam dressing may be more appropriate for use with explored tunnels. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 ¿ 30 minutes, then gently removing the dressing from the wound.

Event description:
On (B)(6) 2018, the following information was reported to kci by the wound care nurse: foreign materials alleged to be v.a.c.® dressing were embedded into the patient's wound. On (B)(6) 2018, the following information was reported to kci by the wound care nurse: the patient underwent sharp debridement for foreign body removal and v.a.c.® therapy was continued. The v.a.c.® dressing type and lot number were not available, therefore a device history review could not be performed.

Event description:
The v.a.c.® simplace¿ dressing lot number was not available, therefore a device history review could not be performed.

Manufacturer narrative:
MDR-3009897021-2018-00045 fu 1 sent on 11-may-2018 stated the following: describe event or problem stated, "the v.a.c.® dressing type and lot number were not available, therefore a device history review could not be performed." Correction: "the v.a.c.® simplace¿ dressing lot number was not available, therefore a device history review could not be performed." Brand name stated, "v.a.c.® dressing". Correction: "v.a.c.® simplace¿ dressing". PMA/510(k)number was "blank". Correction: k032310. Based on the v.a.c.® dressing type correction, kci's assessment remains the same; the foreign material alleged to be v.a.c.® simplace¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity.